Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during loan kit inspection on (B)(6) 2021, it was observed that the cordcutter device was jamming during use. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that the cord cutter is jamming during use. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual analysis of the returned device, determined that inner shaft didn't received for evaluation, thus the functionality can't be performed. In addition, the device was dull and appears worn, indicating device was used. A manufacturing record evaluation was performed for the finished device lot number:19j05, and no non-conformances were identified. The complaint cannot be confirmed. Based on the information currently available. Product evaluation of the returned device indicates that this failure has possibly occurred after using it in this manner for many procedures. As per IFU-108484, indicate the instructions for user to handle the device at the inspection and functional test phase. In this case, it can be concluded that root cause of the failure reported is due to fair wear and tear due to heavy use, however; it cannot be conclusively affirmed. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.